Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, de novo mid left anterior descending artery, after predilatation the 2.5 x 28 mm xience v stent delivery system (sds) was advanced but failed to cross the lesion. Additional balloon dilatation was performed; a 4fr guiding catheter advanced short of the lesion was inserted through the 7fr guiding catheter and then the same 2.5x28mm xience v sds was attempted but it did not cross the lesion. It was noted that force was used while advancing and the sds shaft became kinked while in the guide catheter. The sds was being removed from the guide catheter when the shaft separated into two pieces. The distal portion of the sds and the guide catheter were removed together from the anatomy. There was no reported adverse patient effect. A 2.5 x 23 mm xience v sds was advanced and the stent was deployed without incident. The lesion was longer and not fully covered. A 2.5 x 12 mm xience v sds was being advanced distal to the implanted stent; however, it met resistance with the stent and could not cross. The 2.5 x 12mm xience v sds was removed from the anatomy and once outside the stent strut was noted to be flared. A different 2.5 x 12 mm xience v sds was used in the procedure without incident. A 2.75 x 15 mm xience v was also deployed in the vessel without incident and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion; excessive force; guiding catheter/sheath selection the stent delivery system (sds) was returned with blood on the shaft, stent implant and balloon and in the guide wire lumen as well as contrast on the shaft. These observations are consistent with the reported information. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. The measured tip length and crimped stent outer diameters of the returned product met manufacturing criteria. The hypotube was separated. The fracture faces of the hypotube separation were ovaled, and the hypotube jacket was stretched and separated at the same location. These hypotube observations are consistent with the metallic shaft kinking or bending then separating upon further handling, as reported. There were multiple bends and kinks throughout the hypotube, which is consistent with post-procedure handling/packing for return. Based on the reported information, the initial failure to advance to the lesion appears to be related to operational context. Then, it was reported that a 4 fr (french) guiding catheter was inserted inside the 7 fr guiding catheter, possibly to provide additional support and additional force was applied when resistance was met. The xience v instructions for use (IFU), precaution before use section, states: use guiding catheters which have lumen sizes that are suitable to accommodate the stent delivery system, and the xience v carton/pouch labeling lists a guiding catheter size of 5 f/0.056 inches /1.42 mm. The IFU also states in the warnings section: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. The guiding catheter used in the procedure was not returned. In this case, the 4 fr guiding catheter likely decreased the guiding catheter inner diameter (ID) below the suggested 5 fr size, which likely resulted in greater potential of interaction between the xience v sds and guiding catheter ID. This reported improper guiding catheter size selection as well as excessive force after resistance likely both contributed to the reported shaft kink and subsequent shaft detachment. It was also reported that the product was re-inserted after the initial failure to advance. The xience v IFU also states in the delivery procedure section: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter]. However, in this case, it does not appear that this specific improper method of re-insertion contributed to the reported complaint as there was no stent damage reported or observed on the returned product. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are inspected for stent damage, balloon damage, shaft damage, proper stent placement and proper crimped stent outer diameters. Additionally, a sampling of units is destructively tested to verify proper stent placement and proper crimped stent outer diameters.